Event description:
Report received from w. L. Gore & associates, inc. Indicated that during deployment of the palmaz stent, the stent move proximately from the intended site. In addition, the patient suffered a stroke. The patient was being treated with several gore stent graft devices for treatment of a penetrating ulcer inside the transverse aortic arch. There was a discrepancy in the sizing of the aorta. The physician had measured the aortic site to be 24-25 mm. However, the gore field representative trained for these types of cases reviewed the data and the representative's measurement for the same aortic site was 30-33 mm. After the gore stent grafts were in place, the physician opted to use the palmaz stent to obtain proximal seal, however, during deployment, the palmaz stent move proximately covering the left subclavian artery. Subsequently, the palmaz stent was manipulated with a balloon catheter and was pulled back to the intended location within the gore stent graft. In addition, the patient suffered a stroke 12-24 hours post procedure. The stroke event was attributed to the procedure.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.